Event description:
Healthcare professional reported, left side hole non-specific. And the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) and missing piece of shell assessed as inconclusive. Shell thickness within specification. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side rupture. Healthcare professional reported left side hole non-specific and the device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.